Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, they noticed a blood stain near the exhaust of the oxygenator and some fluid was dropping on the floor from the housing. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3259, 4315). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 4315 - cause not established. The sample was visually inspected and did not find a break or any other anomaly that could to a leak. A part of the fiber on the gas-out side was found to have turned to be pink. After having been rinsed and the sample was filled with physiological saline solution ( colored for better visibility), tested for leakage by applyingair of 2kgf/cm2 to the blood channel. No leak was observed. Review of device history record and incoming inspection record of the involved material code/lot # combination confirmed that there were no indications of anomaly in them. Review of the performance test result of the above-mentioned fiber lot confirmed that no anomaly was noted in it. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.